Event description:
(B)(4). Does not come up in our system . Dealer states this number is on unit. Dealer states this unit has red light and alarms. Dealer does not have access to any additional information.